Event description:
The customer reported the device blower was not working. The customer reported the ventilator was alarming and it was not in use on a patient therefore there was no patient involvement. The manufacturer's service technician was able to duplicate the reported problem. During evaluation, the service technician reported the blower was not functioning and there was no air coming out of the device. The service technician replaced the blower to address the reported problem. Applicable final testing was completed and passed to operating specifications.